Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Company representative reported on behalf of a provider that a patient received five sessions following treatments performed on (B)(6) 2021, on (B)(6) 2022 and on (B)(6) 2023 while using an unknown coolsculpting system treatment to the abdomen using an unknown applicator and experienced paradoxical adipose hyperplasia 3 months post-treatment. The patient later reported ¿having observed effects opposite to those expected, namely an increase in abdominal fat mass,¿ and noticed that the abdomen was swelling and causing discomfort when playing games. The patient received an abdomino-pelvic scan for ¿assessment of abdominal pain with bloating, alternating diarrhea, constipation,¿ asthenia, and intestinal spasms, and was observed to have ¿absence of abdomino-pelvic abnormality except for a bicornuate uterus.¿ later, the patient underwent an esophago-gastro-duodenal fibroscopy and colonoscopy to identify the causes of her abdominal pain and suspicion of celiac disease, and the results were ¿hiatal hernia not complicated, antral and erythematous gastritis.¿ healthcare professional later reported that the examination reveals significant and deforming abdominal lipometry, with now a skin tension equally distributed over the supra- and infraumbilical regions. The quality of the fat is hard and infiltrated,¿ and the patient had a mass of adipose tissue in the abdominal area with an appearance inconsistent with the rest of the silhouette and pain felt on palpation. These masses are present along the entire length of the rectus abdominis, along with fragile abdominal scars. The patient suffered a fainting spell at work resulting from an allergy to the contrast agent injected during a scan. The patient later reported suffering for several months from anxiety-depressive disorder with an impact on daily life. Company representative later reported that the sessions were allegedly carried out not by the doctor but by unqualified staff and loss of libido, but no morphological impairment, or harm related to fertility. The patient underwent ¿abdominal dermolipectomy with transposition of the umbilicus and liposuction of the abdomen.¿